Manufacturer narrative:
This device is used for treatment not diagnosis additional narrative: transoral endoscopic-assisted management of subcondylar fractures in 17 patients: an alternative to open reduction with rigid internal fixation and closed reduction with maxillomandibular fixation. Gonalez-garcia r., sanroman j.,goizueta-adame c., and cho-lee g. Internal journal of oral maxillofacial . Surgery. 2009; 38: 19¿25 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown cmf/unknown quantity/unknown lot investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following literature article transoral endoscopic-assisted management of subcondylar fractures in 17 patients: an alternative to open reduction with rigid internal fixation and closed reduction with maxillomandibular fixation. Gonalez-garcia r., sanroman j.,goizueta-adame c., and cho-lee g. Internal journal of oral maxillofacial . Surgery. 2009; 38: 19¿25 origin of article spain. Seventeen patients (sixteen patients were male and one was female, ages 18-47 years) with subcondylar fractures who presented to three different maxillofacial and head and neck departments between (B)(6) 2005 and (B)(6) 2007 were treated by means of transoral endoscopic-assisted open reduction and fixation with miniplates.( non-compression miniplates (synthes,ao stratec 2.0mm) and 5-mm and 7-mm screws were used to fix the fractures). Adequate reduction and consolidation of the fracture was achieved in 16 patients. Bad reduction was achieved in one case and open surgery was performed 4 months later. This is report 1 of 1 for (B)(4). This report is for an unknown synthes, ao stratec 2.0 plate.